Event description:
The customer reported the system displayed a filament regulator error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended.